Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that a display issue occurred. On the day of the event, the patient experienced a hyperglycemic event while the cgm display screen was frozen. No symptoms were reported but it was stated that due to the frozen screen, the patient went to the hospital. When the healthcare provider (hcp) took a fingerstick, treatment with insulin was administered. No specific blood glucose reading, and no route of the insulin treatment was reported, and the patient declined to provide further information regarding the event. It was not known how long the patient stayed in the hospital. There was no report of further medical evaluation or intervention. At the time of the report the patient was stable. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Event description:
It was reported that a receiver reinitialization occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error as a serious adverse event. Upon further review, it was determined that the patient allegation does not meet the criteria of a serious adverse event as there was no serious injury, medical intervention, or permanent impairment; there were no serious symptoms and the patient was treated per routine diabetes management. However it is a reportable malfunction event.

Manufacturer narrative:
(B)(4).